Event description:
It was reported that during use of this oscillating, saw in a mandibular osteotomy, the blade heated up resulting in redness to the patient's lip. It was reported that there was no break in the skin. The redness was treated with ointment and no further treatment is anticipated.

Manufacturer narrative:
Investigation results: the oscillating saw was returned for evaluation without the saw blade. It was reported that the saw blade was discarded by the facility. During testing, the handpiece was found to meet specifications for operating temperature. Further investigation found this handpiece was manufactured 09/20/2004 and has no record of repair at conmed linvatec. The instruction manual informs the user that conmed linvatec recommends routine maintenance every 12 months for this handpiece. Failure to follow this routine maintenance schedule may result in damage to the handpiece and/or injury to the patient or medical staff. The customer will be provided additional information on the care and maintenance of this handpiece.